Event description:
Redness and swelling were observed at the catheter insertion site post operation day one (05). On sunday, post operation day two, the patient was treated for an infection with antibiotics in a hospital emergency room.